Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted them in resetting the pump, which resolved the issue, allowing the caller to successfully start a new sensor session.